Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the drug-eluting stents distributed in the united states. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-01110. A review was conducted of manufacturing route sheets and this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted upon 30 days of receipt.

Event description:
The report is from the study. The patient had a stent thrombosis in the left anterior descending artery (lad) and associated myocardial infarction 6 days post-procedure. The next day, the patient was diagnosed with left ventricular failure. Five months after the index procedure, the patient died of unknown causes at her home. In compliance with the arc definitions, the unknown death will be coded and reported as a stent thrombosis. The patient was a female with 2-vessel disease and no relevant medical history. The patient was taking no medications at baseline. The indication for the index procedure was unstable angina pectoris. Heart rate at baseline was 81/min. Blood pressure was 154/84. Lvef was 30-50%. Pre-procedure troponin was elevated. Post-procedure peak ck was <2 times above upper normal level (unl) and troponin was >=5 times above unl. A day after the procedure, troponin was still elevated >=5 times above unl. The 1st target lesion was a bifurcation of the proximal left anterior descending artery (lad) and the first diagonal. Vessel diameter was 3mm and lesion length was 23mm. Pre-procedure stenosis was 70%. The lesion was de novo and a type c lesion. The lesion was not pre-dilated. Lesion location was 1,1,1 according to medina, classification. A crb28300 was deployed at 14atm and post-dilated due to the bifurcation. Post-procedure stenosis was 0%. The 2nd target lesion was in the obtuse marginal. Vessel diameter was 2.5mm and lesion length was 10mm. Pre-procedure stenosis was 70%. The lesion was de novo and a type b1. The lesion was not pre-dilated. A crb13275 was deployed at 14atm. Post-procedure stenosis was 0%. The patient was discharged 5 days later. The next day the patient had an anterior q-wave myocardial infarction. Peak ck and troponin were great than 5 times above unl. Stent thrombosis in the distal to mid lad was confirmed by angiography. There was 100% occlusion and a timi flow of 0. The stent in the circumflex was patent. The next day the patient was diagnosed with left ventricular failure, which was treated with diuretic and dobutamine. The patient was followed up 20 days later and was asymptomatic. The patient was diagnosed with congestive heart failure 3 months later. A month later the patient died in her home. The cause of death is unknown. There is no evidence of stent thrombosis. There is no additional information regarding the death.